Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was a tacky, clear residue on the outside diameter of the device near the clamp shell when returned and gray colored lines/scratches on the trace pads. Under magnification, there were no cracks in the ink traces or pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were in the megaohms (blue), between 200 and 400 ohms (blue with white stripe), no reading (red), and 98.2 ohms (red with white stripe) which all electrodes, except the red with white stripe, were out of specification. For further analysis, a stylet was used to manipulate the shape of the device and the continuities for all electrodes changed to become out of specification. Functionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in saline to perform and electrode check and functional testing. During the electrode check, channel 2 failed and, during functional testing, channel (vocalis) 2 had a lead off detection error. The device was manipulated with a stylet but the readings remained the same. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right thyroidectomy procedure, after the anesthesiologist intubation about 40 minutes, the doctor tried to detect the nerve and there was no waveform appeared on nim and often had noise on channel 1. The doctor checked the electrode check and found vocalis 1 showed x. So, the anesthesiologist tried to adjust the depth of the endotracheal tube but the vocalis 1 still showed x. Finally, the doctor decided to change a new endotracheal tube and the doctor could detect the nerve. The procedure was delayed for about 15 minutes. The procedure was completed with backup product. There was no patient injury.